Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and pacing impedance variation. Noise was also observed in stored episodes. The lead was capped and replaced. The device was replaced n on-prophylactically. No patient complications have been reported as a result of this event.